Event description:
It was reported that a patient noticed that the hollister vapro pocket intermittent catheter tubing is now clear and has been suffering from a urinary tract infection. It was further reported that this may not be related but he needs to seek an alternative urethral catheter.

Manufacturer narrative:
A device history records review and sterilization documentation review could not be conducted because lot number information not provided. Device samples not provided. The root cause of the reported urinary tract infection could not be determined. Causation has not been established. This product is not sold in the united states. This product is similar to 72144 vapro catheter sold in the united states. Only the di information from the UDI is known since lot number information not provided.